Manufacturer narrative:
No injury to the user was reported. The scale was returned to the manufacturer, and an investigation was performed. A physical inspection of the scale was performed and found a small hole in the back of the scale. Initial functional testing found that the scale did not turn on. Root cause was determined to be a usability issue, in which the batteries were inserted into the scale incorrectly, causing a capacitor to short circuit.

Event description:
The user reported that upon battery insertion there was a visible spark, and a burning smell emanated from the battery compartment. The user also reported that the batteries were warm to the touch and a hole had melted in the back of the scale.